Manufacturer narrative:
(B)(4). Date sent: 09/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. See attached user facility medwatch # (B)(4). Additional information requested and received: what device was being used with the gst60g cartridge? Plee60a.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the creation of the gastric sleeve, three unformed staples were removed from the staple line. The staples were retrieved and available at account. Case completed with same device. There were no patient consequences reported.